Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device kept alarming. The event happened during use and occurred numerous times.

Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing was performed. A continuous upstream occlusion (uso) sensor error was present. The uso sensor was confirmed to be damaged. The uso sensor was replaced to address this issue.